Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 7028584.

Event description:
It was reported that the patient was experiencing pain. The patient underwent an explant procedure and was doing well postoperatively.